Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that during the procedure on (B)(6) 2015 one of the electrodes e2, e3 or e4 was not working properly. After tunneling and connecting the electrodes and extensions a test cortical signal (ecog) recording was performed to check the full system. An issue was identified during the recording check, one of the signals had not looked normal. It was determined the problem was with the extension because the signals were normal when acquired directly from the leads and when connected to the other extension model only and the lead. Following replacement of the extension with the problem the recording check was repeated and had looked as expected. It was noted that the replacement extension was tunneled in the same tunnel of the substituted one. No additional intervention was required. The issue was resolved following the substitution of the extension. Patient's medical history was the patient had amyotrophic lateral sclerosis (als) and was part of a clinical study.